Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a blank display. There was no reported patient involvement.

Manufacturer narrative:
Philips service analyst confirmed that the following parts need to be replaced: bezel, display assembly, keyscan pca, power pca, contact clip, and battery. The device will be considered returned to full functionality upon replacement thereof. The device remains at the customer site.